Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with instructions and the part numbers to order a replacement flow sensor assembly/gas delivery system. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "low leak ¿ co2 rebreathing risk" error code. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "low leak ¿ co2 rebreathing risk" error code. During troubleshooting, it was verified that the patient circuit has exhalation, and it was ensured that the exhalation port at the bottom of the device was not blocked. The rse noted that the inlet filter was clean. The customer was advised to replaced the flow sensor assembly or the gas delivery system. The customer was provided with the part numbers for replacements.